Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blockage error, a broken clip, reduced battery life of 1 to 1.5 weeks, a dull and harder-to-read screen, and a transmitter that had stopped working. The customer reported no adverse event. The event involved product(s) mmt-1880, unk_reservoir, mmt-242a, mmt-7911na and acc-1601. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for unk_reservoir. No product return is required for mmt-242a. No product return is required for mmt-7911na. No product return is required for acc-1601.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test and the dat test at .0875 inches. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. A calibration value was manually entered, and unit displayed the programmed value on the display graph. No unexpected low batt test alarm noted during testing. Thump and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 52.0 received the lowbatteryalert (104) on 01/17/2026 22:43:00 after more than 7 days at 53.34 days. Battery cycle 51.0 received the lowbatteryalert (104) on 11/20/2025 10:30:00 after more than 7 days at 50.58 days. Battery cycle 49.0 received the lowbatteryalert (104) on 09/05/2025 00:07:00 after more than 7 days at 12.67 days. Battery cycle 48.0 received the lowbatteryalert (104) on 08/23/2025 07:32:00 after more than 7 days at 12.43 days. Battery cycle 47.0 received the lowbatteryalert (104) on 08/10/2025 12:51:00 after more than 7 days at 12.16 days. Battery cycle 46.0 received the lowbatteryalert (104) on 07/29/2025 06:50:00 after more than 7 days at 12.38 days. Battery cycle 45.0 received the lowbatteryalert (104) on 07/16/2025 21:39:00 after more than 7 days at 27.15 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found moisture damage electronic assembly, battery connector, vibrator, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails and pillowing keypad overlay. In summary, customer allegation rejected new battery and gives insulin flow blocked and transmitting were not confirmed during full functional testing. However, moisture found on the electronic assembly, motor or force sensor. Broken belt clip rails was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.